Event description:
The sales rep reported, that he was in a case with dr. And the shaver being used began going off with no direction from the I-switch receiver. He is sending in the receiver to be looked at. The case was almost over, so there was no pt injury. This was the device's initial use.

Manufacturer narrative:
Device received b stryker july 19, 2007. Further info will be submitted upon completion of evaluation.